Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a nurse that the customer passed away in an unknown location. The cause of death was believed to be diabetic ketoacidosis. The caller did not state whether the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was high at the time of death. The caller was unsure if the customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller was unsure if the customer was using sensors. The caller did not have further information to provide and the next of kin could not be contacted yet. The caller did not state whether the next of kin would return the insulin pump for analysis.